Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was told that there was some interference on one of the wires. The patient advocate thought that a new electronic device might have caused this. Boston scientific technical service stated that if the electronic device is directly over the device it could cause this but the patient did not use it. The patient advocate reported at regular office visit; was told that one of the wires might be loose. An attempt to obtain additional information from the field was unsuccessful. This lv lead remains in service. No adverse patient effects were reported.